Event description:
A guidewire broke off into left radial artery while the doctor attempted to place arterial line. Needle visible on ultrasound imaging within vessel. Removed in one piece the next day.